Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor was confirmed via chest x-ray to have migrated from the original implant location further down into the pulmonary artery. The patient is unable to obtain readings at this time. The physician is currently monitoring the patient. The sensor migration has caused the sensor to be no longer viable. The site is considering implanting a second sensor. Further information has been requested.